Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cea results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 2.0 ng/ml. The result was reported outside the laboratory. The sample was repeated due to the initial result not matching the patient's clinical history (1,393 ng/ml). The repeated result was 1000ng/ml with a data flag. The sample was automatically diluted and the result was 1,602ng/ml. The sample was tested on another module. The repeated result was 1000ng/ml with a data flag. The sample was automatically diluted and the result was 1,701 ng/ml. The repeated result was believed to be correct. It was not specified which repeated result of 1,602ng/ml or 1,701 ng/ml was correct.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative found the sipper nozzles were worn. He performed preventative maintenance, replaced the sipper nozzles, and performed tests. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.